Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the following information is based upon what I was told occurred during the case, as I wasn't present during the case itself. I was however at the hospital, so was informed immediately. The registrar, working under the supervision of consultant [name], had applied 1 clip. When trying to apply a second clip, no clip appeared in the jaws of the clip applier. The registrar tried frequently to load, however, no clip appeared. The registrar used a different clip applier from [competitor device] and completed the procedure. One of the scrub team cleaned down the clip applier, using antibacterial wipes and showed me the device after the event. Upon inspection I have tried repeatedly to load the clips. The handle works and sounds as normal; however, no clips appear in the jaws. There was no clinical impact to the patient as another clip applier was utilized to complete the procedure. Patient status: there was no clinical impact to the patient as another clip applier was utilised to complete the procedure. Intervention: the device was replaced with a clip applier from another company

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1493423, was included in the recall. Correction: redacted name from event description.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(6) was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the following information is based upon what I was told occurred during the case, as I wasn't present during the case itself. I was however at the hospital, so was informed immediately. The registrar, working under the supervision of consultant (B)(6) had applied 1 clip. When trying to apply a second clip, no clip appeared in the jaws of the clip applier. The registrar tried frequently to load, however, no clip appeared. The registrar used a different clip applier from [competitor device] and completed the procedure. One of the scrub team cleaned down the clip applier, using antibacterial wipes and showed me the device after the event. Upon inspection I have tried repeatedly to load the clips. The handle works and sounds as normal; however, no clips appear in the jaws. There was no clinical impact to the patient as another clip applier was utilized to complete the procedure. Patient status: there was no clinical impact to the patient as another clip applier was utilised to complete the procedure. Intervention: the device was replaced with a clip applier from another company.